Manufacturer narrative:
The device has not been received for evaluation. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Method: device history record was reviewed. Complaint database was reviewed. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The rotator broke during use. Injector settings: flow - 12, volume - 40, pressure - 1100 psi. Actual/result: flow - 11, volume - 39, pressure - 1099 psi. There was no report of harm or injury.